Event description:
Customer reported via phone call to have scar tissues due to wearing insulin pump for a long time. Customer reported that blood glucose was 400 mg/dl due to hitting a capillary. Customer reported to have changed site to upper thigh and states that it worked better and blood glucose was 167 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.